Manufacturer narrative:
Event date noted as (B)(6) 2022 as it is unknown, patient could not say definitively when they experienced the shocking sensation.

Event description:
Patient had an evoke scs system implanted (B)(6) of 2022. The patient came into clinic for an unscheduled visit on (B)(6) 2022, reporting that since last seen, while cleaning the electric stove received a shock in their body that they believe came from the stimulator. The patient also reported that same type of shock was felt while sitting on the floor cleaning a coffee maker. The evoke clinical data viewer (cdv) has shown errors since the last visit on the (B)(6) 2022, possibly related to posture changes rather than being associated with the electric nature of the appliances being cleaned. The patient has an open-loop program which could be the source of inconsistent stimulation. The patient software was upgraded at the visit on (B)(6) 2022 and was reprogrammed. The patient was tested in different postures to simulate standing, leaning over, and being seated with no surges in stimulation observed, no errors occurred and the patient reported no shocks.